Manufacturer narrative:
Evaluation summary: the repair engineer replaced e257-ac508 & rol-x30, lamp power supply unit and lamp. The defective e257-ac508 lamp power supply returned to aks for investigation.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model epk-3000-us is available in the USA with a 510k number k172156. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The distributor advised that when they used epk-3000 they found that the main lamp can't be lightened. This event occurred at the time of before use. There was no report of patient harm.